Event description:
It was reported that bd maxzero extension set separated. The following information was received by the initial reporter with the verbatim: ¿target: supples will remain intact and function as intended. Actual: two bd maxzero extension sets of same lot number disconnected from hub where it should remain permanently connected. Gap: supplies wasted.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) MDR supplemental for device evaluation. The customer reported a disconnection at the hub, and returned one used sample of material mzx5305 and lot 22089331. The sample was observed for visual defects, and the separation at proximal side of maxzero was verified. Visual analysis under the microscope found there to be insufficient solvent on the tubing. Device history record review for model mzx5305 lot number 22089331 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing facility verified the possible root cause of the separation as incorrect solvent application method. A quality alert was created on (B)(6) 2023 to reinforce the correct solvent application method.